Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.75 x 12 mm nc trek balloon catheter was being used for post-dilatation of a stent in a 95% stenosed left anterior descending artery. The balloon was inflated to 18 atmospheres (atm) with no issue noted. The balloon was further inflated to 27 atm at which time it ruptured. After withdrawal of the balloon catheter from the anatomy, it was observed that there was no balloon on the distal shaft and the fragments of the balloon remained in the patient's anatomy. At this time the experienced ventricular fibrillation and required emergency intervention. As the balloon fragments could not be found in angiography, there was no attempt to retrieve them and they remain in the patient. The final outcome for the patient was satisfactory. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The separation was confirmed. The balloon rupture could not be confirmed because it remained in the anatomy. It was reported that the balloon was inflated above rate burst pressure (rbp) to 27 atm. It should be noted that the nc trek rx instructions for use states: balloon pressure should not exceed the rbp. The investigation determined the reported balloon rupture appears to be related to user error. The reported patient effect of ventricular fibrillation as listed in the IFU, is a known patient effect that may be associated with use of a coronary catheter in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The balloon separation and the reported patient effect of foreign body in patient appear to be related to circumstances of the procedure and the reported patient effect of ventricular fibrillation is a known inherent risk of the procedure.